Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number and item number are not known. It is known that the device was implanted in 2014 so (B)(6) 2014 was used as the implant date.

Event description:
According to available information, this device required replacement due to a tubing crack. No other adverse patient effects were reported.